Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was missing additive and red cell hang up. The additive event occurred 100 times. The red cell hang up event occurred 100 times. The following information was provided by the initial reporter. The customer stated: "there are a lot of clotted cells on the side wall inside the tubes and inside the serum."

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was missing additive and red cell hang up. The additive event occurred 100 times. The red cell hang up event occurred 100 times. The following information was provided by the initial reporter. The customer stated: "there are a lot of clotted cells on the side wall inside the tubes and inside the serum."

Manufacturer narrative:
H.6. Investigation summary: material #: 365302 lot/batch #: 1193605 bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for red cell hang up was observed, however additive abnormality was not observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for red cell hang up was observed. No indication of an additive abnormality was not observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Red-cell hang-up was observed in the retention samples tested. An additive abnormality was not observed based on the testing completed. All samples clotted as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for red-cell hang-up based on the photos provided and the testing performed on retention samples.. This complaint has not been confirmed for additive abnormality. Bd was not able to identify a root cause for the red cell hang-up. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.